Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the reported fault was likely a result of insufficient reprocessing. A whitish foreign material was found inside the air/water tube and air/water cylinder. Additional findings were as follows: due to deformation of switch 1, water tightness was lost; due to deformation of switch box, water tightness was lost; due to a crack on the suction body, water tightness was lost; due to deformation of up/down knob, water tightness was lost; the air/water cylinder had no color, the suction cylinder had no color; due to a shortcut of the switch cable, the control unit got warm; due to corrosion on the endoscopic position detecting unit (upd) board unit, upd function did not work; plug unit had corrosion due to water leakage; circuit board unit in the suction connector had corrosion due to water leakage; due to shortcut of the charged coupled device cable, e237(scope error) occurred; due to a crack on the distal end, water tightness was lost; due to a crack, the plastic distal end (c-cover) had a snag on it; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value, objective lens has a crack; light guide lens had a crack; adhesive on the bending section cover (a-rubber) had a crack; connecting tube had a scratch; and the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope was giving a e315 scope error. It was assumed that the ethylene oxide valve cap was forgotten to be removed during manual preparation. Moisture was in the supply plug. The issue was found during the preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. Also, based on the results of the investigation, a definitive root cause of foreign material in the air/water cylinder and channel could not be identified. However, it¿s likely the cause is related to deformation of the sw1, switch box, u/d knob, and a crack in the s-body/distal end. The event can be prevented by following the instructions for use which state: chapter 3 preparation and inspection. The equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection. The workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning: never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk. Chapter 5 troubleshooting: the countermeasures against troubles are described in this chapter. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning: never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk. Olympus will continue to monitor field performance for this device.